Event description:
The event reported as: "pt was having vaginal hysterectomy, culdoplasty, anterior bilateral sacrospinous fixation, anterior and posterior repair and cystoscopy. Using the boston scientific capio device during sacrospinous fixation portion, surgeon placed suture through the left sacrospinous ligament and pulled on the suture. While doing so, the bullet of the suture avulsed. Despite use of retractors and headlamp, bullet tip could not be isolated. Surgeon opted to leave in place to avoid further complication." No pt injury reported.

Manufacturer narrative:
Eval: conclusions: no eval will be performed. No conclusion can be drawn due to lack of lot number and lack of sample. If additional info is received on this complaint, a f/u report will be sent.